Manufacturer narrative:
(B)(6). A visual inspection of the device confirmed the reported breakage. The anchor threads approximately mid-point of its length have broken off and were not returned. Due to the anchors condition, a dimensional assessment is prohibitive. There is what appears to be bone lodged at the tip of the anchor. The area forward of the breakage is burnished which is indicative of contact with the cortical layer of bone. This observation suggests the anchor was likely off axis during insertion. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During surgery the tip broke off intra-operatively and the sides stripped. The piece was removed from the patient. No patient injury or other complications were reported.